Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. No samples have been received from the customer. However, we have received a picture where can be seen two sutures inside the pack (sutures are unused). This defect could have been caused by the automatic winding machine during manufacturing process. This machine took two sutures instead of one in the winding step. As no other complaints have been received for this code batch, we consider that this is an accidental and isolated unit. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the analysis of the picture received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the picture received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported and issue with safil suture. There are extra needle and thread inside the pack. Found before use.